Event description:
It was reported that since the implant in may the pt had been unusually sleepy. In (2009) the pt experienced "skin crawling", vomiting, diarrhea and "potassium depletion". The pt was admitted to the hospital for four days. An alarm was also reported. The report indicated that the alarm started sunday or monday but was not recognized until about 5 days later) due to being in the hospital. A follow-up appointment was scheduled with the hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.